Manufacturer narrative:
The reported events of "capsular contracture, baker grade unknown" and "lymphadenopathy" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.

Event description:
Healthcare professional later reported "rupture + reactive lymph nodes" and "capsular contracture," baker grade unknown and "hyalinose" without suspect of malignancy" diagnosed by histological testing. This relates to the right side. Device has been explanted and replaced with non-allergan.

Manufacturer narrative:
Continued e1: phone number: (B)(6). Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a side unspecified rupture. The status of the device is unknown.

Manufacturer narrative:
Photographic device evaluation: a review of the device through photographs noted an opening on the device, however the assessment of the opening cannot be confirmed as microscopic analysis is not possible.

Event description:
Healthcare professional reported right side rupture. It was later reported "reactive lymph nodes" and capsular contracture, baker grade unknown the device has been explanted and replaced with a non-allergan device.